Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device had cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose value of 700 mg/dl. The customer was treated with intravenous insulin drip. Customer also reported that the insulin pump had motor error alarms and was able to clear it. The insulin pump will be returned for analysis.